Manufacturer narrative:
Concomitant medical products: 5076-5 lead, implant date: (B)(6) 2017; 43988 lead, implant date: (B)(6) 2017.

Event description:
It was reported that six days post implant the patient felt right ventricular pacing in the stomach. The physician thought the tip of the right ventricular (rv) lead might have perforated through the heart wall. It was noted that the lead¿s sensing, impedance and threshold were normal. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.